Manufacturer narrative:
Three lot numbers were provided and lot history reviews will be performed. Of the four reported malfunctions, no samples were returned for evaluation. Therefore, the investigations are inconclusive for the alleged material rupture issue. The root cause cannot be determined. The devices were labeled for single use.

Event description:
This report summarizes four malfunctions. A review of reported information indicates that model dr80610, pta balloon dilatation catheter, allegedly experienced material rupture. This information was recieved from multiple sources. These malfunctions involved patients with no consequences. The patients' age, weight, and gender were not provided.